Event description:
I underwent a hysterectomy due to essure. I had severe neck, back, pelvic and abdominal pain as well as bleeding -bad clotting and pinching sensations with extreme hip pain. I have neuropathy in my right inner thigh and knee --constantly numb and knee is swollen to the point where I have difficulty bending it. Severe anxiety as well as depression to the point I wanted to end my life more than once. The only thing that kept me alive and got me out of bed everyday was the thought of my children being raised without me. I'm a week post op from having a hysterectomy and I feel mentally wonderful. (Bored from being home recovering and some pain where the incisions are). I asked my husband, his thought...how do you see me now? Do I still seem depressed or anxious? He said I have seen my wife 100% better since getting the coils out. (B)(4).